Event description:
It was reported there was no communication between the clinician programmer and the patient's implantable neurostimulator (ins). The ins was scheduled for explantation on (B)(6), 2012. The patient outcome at the time of this report was noted as no injury. Additional information has been requested, but was not available as of the date of this report.